Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient passed away while performing automated pd therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was unknown at what process step and how long the device had been in use when the event occurred. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
The device was evaluated. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A one hour simulated use test was performed without any issues noted. The reported event of patient death could not be verified during the device evaluation. The device was determined to meed product specification. Should additional relevant information become available, a supplemental report will be submitted.